Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced a suspected infection. A surgical procedure was performed, during which the physician saw some drainage at an unspecified location; however, the infection could not be confirmed. All components were removed, and a new malleable device was implanted. There were no further patient complications reported.